Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The 3.80mm in diameter and greater than 20mm in length target lesion being treated was located in the left anterior descending artery. A 4.00x24mm liberte stent delivery system was being removed from the packaging when it was noted that the distal portion of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The 3.80mm in diameter and greater than 20mm in length target lesion being treated was located in the left anterior descending artery. A 4.00x24mm liberte stent delivery system was being removed from the packaging when it was noted that the distal portion of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a kink was present at the exchange port 26.2cm from the catheter tip. Hypotube kinks were present 31cm and 33cm from the strain relief. A microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).